Event description:
It was reported that the device was used during a total laparoscopic hysterectomy. The surgeon was doing the colpotomy with a stain steel uterine manipulator and needed to go about one-half inch to be completed. The or staff heard an "odd sound" from the gen11 generator, unknown alert display. The generator would not allow them to continue. The rep looked down and detected a fractured blade, approximately 1/4" of the blade had fallen into the patient. The piece was retrieved. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the distal tip of the blade broken off and returned with the device. The remaining blade portion was scratched. The device was functionally tested with a generator. During functional testing on the gen11 generator, the "instrument error" alert was displayed; and when tested on the gen04 generator, an error code 5 (instrument error) was displayed. A probable cause of the device stop activating and display an error code 5 or instrument error screen is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade "lockout" later in the procedure, and continued usage can result in a broken blade